Event description:
It was reported that the infusion device was delivering too much insulin, resulting in hypoglycemia and the patient becoming unresponsive. The patient did not require medical or third-party assistance. The patient has currently recovered from the hypoglycemia event.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.